Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04501.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This report is for the 26mm xt valve embolization. This is one of two reports submitted for this article. The dates of the events are unknown; however, according to the article the study period was from between june 2011 and august 2018. For this reason, the first day of the reported study period (01-june-2011) was used as the occurrence date. The device status is unknown. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the article author, the cause of the embolization was malposition and undersizing. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: liu x, he y, zhu q, gao f, he w, yu l, zhou q, kong m, wang j. Supra-annular structure assessment for self-expanding transcatheter heart valve size selection in patients with bicuspid aortic valve. Catheter cardiovasc interv. 2018 apr 1;91(5):986-994. Doi: 10.1002/ccd.27467. Epub 2018 feb 5. Pmid: 29399947; pmcid: pmc5947734.

Event description:
Through the review of the medical article: "annular versus supra-annular sizing for tavi in bicuspid aortic valve stenosis". Corresponding author won-keun kim, the following events were identified: consecutive patients undergoing tavi for native aortic stenosis between (B)(6) 2011 and (B)(6) 2018 at a single center were analyzed retrospectively by the authors. The procedures were performed using balloon-expandable or self-expanding/mechanically expandable thv. Of all the devices used, two edwards valves were identified: sapien xt and sapien 3 in the article. The following events occurred during the study period: in 1 patient, a 26mm sapien xt valve embolized due to undersizing and malpositioning. - in 1 patient with a 29mm sapien xt valve, an aortic root injury occurred due to severe calcification. No additional information was provided, including individual patient outcome and date of event.